Event description:
Heath care professional reports a fiber leak noted at the onset of the patient treatment using a dry psn 210 dialyzer. New disposables were used to continue the patient treatment without incident. The health care professional reports no patient injury or need for medical intervention was required.